Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that there were air gaps in the cartridge tubing. The customer primed the tubing and insulin delivery was resumed. Customer's blood glucose was 122 mg/dl.